Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the anomaly observed in the field was confirmed. The device image indicated ocd was detected, the device was tested which revealed norma characteristics. The cause of the output anomaly is undetermined.

Event description:
It was reported that the device did not deliver internal defibrillation during defibrillation threshold test adn implant. This device was not implanted.